Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issue was confirmed. Additional evaluation findings: image noise; corrosion of electrical contacts at connector; connector crack; scope mount corrosion at head; coupler corrosion; scratch on main body of head part; and cable flooding. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the hd camera head exhibited video defects. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the device was found to produce no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h10 (initial medwatch incorrectly stated that the reportable malfunction of no image was confirmed when in fact it was not reproduced, the customer's reported issue of a video defect (image noise) was confirmed). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the loss of image occurred temporarily due to internal flooding which led to a failure in the cable/charged coupled device (ccd). The event can be prevented by following the instructions for use (IFU) which state: "do not drop the camera head or allow it to strike other objects. Strong impact could damage the electrical circuits inside the product due to water leakage." Olympus will continue to monitor field performance for this device.